Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced the compressor as the old one was running at very high rpm and generating high temperatures. Both fans were replaced, as they were unable to dissipate the heat. The problem was located in the compressor. The fse also found power cord was not retractable. The cord was replaced and tests were performed according to the corresponding checklist. The equipment was fit for use. All functional and safety checks performed to meet factory specifications.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an overheating whistle.

Manufacturer narrative:
Due to character limitation in e1: full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation,